Event description:
The client was being transferred from the active floor lift to the wheelchair. She fell on the end of the seat of the wheelchair making her fall down. The wheels of wheelchair and active floor lift were locked. No injury has been reported. MFR ref number 9681684-2013-00032.